Manufacturer narrative:
UDI #:unknown because the product serial number is unknown. Pt age/date of birth: unknown/not provided. Pt gender/sex: unknown/not provided. Event date: unknown/not provided. Catalog #: complete catalog number is unknown as the serial number was not provided. Serial number: unknown/not provided. Expiration date: unknown; ; serial number not provided. Implant date: if implanted; give date: unknown/not provided. Explant date: if explanted, give date: na; there is no indication at the time of this report that any of the lenses were explanted. Initial reporter: (B)(6). Mfg date: device manufacture date: unknown; serial number not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there were about 10-20 occurrences of both haptics stuck to optic involving pcb00 intraocular lenses (iols). Reportedly, it appeared to be related to the two haptics aligned on top of each other and the pressure (maybe) healon caused them to temporarily adhere to each other in the center of optic. It can take from 30 seconds to two minutes including manipulation with second instrument and irrigation/aspiration to eventually release. The stuck haptics were released in all occurrences following delay with no negative patient outcomes. Individual patients and related product information was not provided; therefore this report captures all 10-20 occurrences of the reported issue.

Manufacturer narrative:
Device evaluation: the pcb00 tecnis itec preloaded 1-piece intraocular lens was not returned to the manufacturer for evaluation. Therefore, reported complaint could not be verified. Manufacturing records review: the manufacturing records could not be reviewed since the serial number is unknown/not provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.